Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error. Blood glucose level at the time of the incident was unknown. Explained pump should not be exposed to temperatures below 41°f. Advised customer to disconnect from the insulin pump and to clear error by selecting ok. Customer was asked to remove battery until pump reaches operating temperature range. Explained to customer that power error detected may recur based on the pump's software version. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would need to be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed pump error . The power management tool confirmed power error was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched lcd window, stained keypad overlay, faded serial number label, cracked case(battery tube), scratched case and cracked retainer.